Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. The reported patient effects of worsening mitral regurgitation (mr) and mitral valve injury (tissue damage), as listed in the mitraclip nt system instructions for use, are known possible complications associated with mitraclip procedures. Based on the information reviewed, a definitive cause for the tissue damage could not be determined; however, worsening mr is a cascading effect of the tissue damage and there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the leaflet tear and increased mitral regurgitation (mr). It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 2-3. One clip was implanted, reducing the mr to 1-2. The next day a follow up echocardiogram was performed. It was found that the mr had increased to 4. The initial clip was secure on both leaflets; however, the anterior leaflet was torn. Two additional clips were implanted for treatment, and the mr was reduced to 2. No additional information was provided.